Event description:
It was reported that the ventilator generated technical error codes indicating a communication error, disabled valves, and control printed circuit board (pcb) failures. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The evaluation of the reported complaint has been finalized. The control printed circuit (pc) board was exchanged according to the recommendations in the service manual. The replaced pc board was requested back for investigation, but was not returned. Previous investigations of the same issue have not been able to reproduce the reported error. The evaluation of the received picture showing the device logs confirms the occurrence of the reported technical error codes during pre-use check. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received picture of the device logs, but the root cause of the reported failure cannot be established since no goods was returned for technical investigation.